Event description:
The event is reported as: complaint alleges: stapler fired 3-4 staples at once during use on a patient, so stapler jammed. No patient injury reported.

Manufacturer narrative:
DHR review did not show issues related to this complaint. Complaint cannot be confirmed since the sample has not arrived for investigation. The MFR will continue to trend relating complaints.